Manufacturer narrative:
Describe event or problem updated with the additional information received on may 26, 2017.

Event description:
It was reported to boston scientific corporation on february 27, 2017 that a walflex biliary rx uncovered stent was implanted on (B)(6) 2016 as part of the (B)(6) clinical trial. The patient had a history of cholangiocarcinoma and was enrolled into group a palliative treatment of biliary strictures produced by malignant neoplasms with no intended surgery. The patient had one prior plastic biliary stent implanted and a prior biliary sphincterotomy had been performed. On (B)(6) 2016 an assessment to biliary obstructive symptoms was taken and reported right upper quadrant pain, fever/chills, jaundice, and dark urine. Liver function test was taken on (B)(6) 2016. On (B)(6) 2016, during stent placement procedure, the patient underwent an endoscopic retrograde cholangiopancreatography (ercp), computed tomography (CT) and brushing with a malignant tumor result. The procedure was done in an inpatient setting. During the stent placement, a previously placed plastic stent was removed. The study stent was implanted on (B)(6) 2016 in a satisfactory manner during the ercp. On (B)(6) 2016, an assessment of biliary obstructive symptoms reported fever/chills. On (B)(6) 2016, the study stent was noted to be occluded due to sludge and tissue ingrowth at the upper end of the stent. The patient was admitted to the hospital on an unknown date and underwent biliary reintervention with sludge removal. A 10 x 9 cm plastic stent was implanted within the study stent. There were no other patient adverse events reported. **additional information received on may 26, 2017: the previously reported biliary reintervention was for the management of biliary obstructive symptoms and was performed on (B)(6) 2016.

Manufacturer narrative:
(B)(4). E7099 abc wf registry clinical trial. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on february 27, 2017 that a walflex biliary rx uncovered stent was implanted on (B)(6) 2016 as part of the e7099 abc wallflex registry clinical trial. The patient had a history of cholangiocarcinoma and was enrolled into group a palliative treatment of biliary strictures produced by malignant neoplasms with no intended surgery. The patient had one prior plastic biliary stent implanted and a prior biliary sphincterotomy had been performed. On (B)(6) 2016 an assessment to biliary obstructive symptoms was taken and reported right upper quadrant pain, fever/chills, jaundice, and dark urine. Liver function test was taken on (B)(6) 2016. On (B)(6) 2016, during stent placement procedure, the patient underwent an endoscopic retrograde cholangiopancreatography (ercp), computed tomography (CT) and brushing with a malignant tumor result. The procedure was done in an inpatient setting. During the stent placement, a previously placed plastic stent was removed. The study stent was implanted on (B)(6) 2016 in a satisfactory manner during the ercp. On (B)(6) 2016, an assessment of biliary obstructive symptoms reported fever/chills. On (B)(6) 2016, the study stent was noted to be occluded due to sludge and tissue ingrowth at the upper end of the stent. The patient was admitted to the hospital on an unknown date and underwent biliary reintervention with sludge removal. A 10x 9 cm plastic stent was implanted within the study stent. There were no other patient adverse events reported.